Event description:
It was reported that the leads of the patient had impedances. The patient underwent a lead replacement procedure was doing well postoperatively and the explanted devices were kept by the facility.